Manufacturer narrative:
Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
The stem extension disengaged from the tibia component even though it was tightened securely.

Manufacturer narrative:
Reported event: an event regarding disassociation, perprosthetic fracture and loosening involving duracon stem was reported. The event was confirmed for disassociation and periprosthetic fracture based on medical review. Method & results: -device evaluation and results: visual inspection: visual inspection of the returned device indicates scratch marks and damage due to explantation of the device. Ma - material analysis is not performed as this is not related to material integrity. Damage consistent with explantation. Dimensional inspection: not performed as the dimensional aspects are not in question. Functional inspection: not performed as the functional aspects are not in question. -clinician review: a review of the provided medical records by a clinical consultant stated the following comment: materials reviewed: (B)(6) 2021: stryker pi report undated: ap and lateral x-ray knee left, revision style hinged implant with long cemented stems. The tibia stem morse taper looks to be disengaged from the baseplate. Likely nonunion of the proximal tibia. (B)(6) 2020: left knee x-rays ap proximal tibia/distal femur x3 (two undated). Revision style hinged implant with long cemented stems. The tibia stem appears well seated. Tibia fracture evident. Confirmation: a long stem revision hinged component was performed. The tibia morse taper stem disengaged from the baseplate at an unknown time interval. X-ray dated (B)(6) 2020 showed the stem in proper position. Root cause: a root cause cannot be ascertained without additional medical records, radiographs and perhaps examination of the explants. It is unclear if the stem simply loosened and disengaged, loosened from wear or other cause. -device history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the reported lot. Conclusion: it was reported that the stem extension disengaged from the tibia component even though it was tightened securely. The event was confirmed for disassociation and periprosthetic fracture based on medical review. The exact cause of the event could not be determined because insufficient information was provided. Additional information are needed to fully investigate the event. If further information becomes available this investigation will be re-opened.

Event description:
The stem extension disengaged from the tibia component even though it was tightened securely.